Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to a tear, and the outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of atrial lead, upon insertion of the stylet inside the atrial lead, the stylet became stuck. Push and pull movement were made in attempt to remove the stylet, however the attempts were unsuccessful. The atrial lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.